Event description:
The risk manager from the hospital reported the following event, during an osteosynthesis surgery on a (B)(6) old patient following a femur fracture, a breakage of the threaded part of the impactor screw in the nail holder. The surgeon had to knock on the nail holder. The surgery was delayed of 1 hour.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.